Manufacturer narrative:
MFR control no. Ii980005. The sample has been returned to arrow. Examination indicates that the balloon latex had deteriorated at the distal glue line. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.

Event description:
It was reported that balloon on the catheter ruptured in situ. There were no pt complications.